Manufacturer narrative:
Batch review performed on 21 december 2018. Lot 184753: (B)(4) items manufactured and released on 12 september 2018. Expiration date: 2023-08-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional components revised: stem: amistem c 01.18.151 cemented std stem #1 (k103189), lot 180770: (B)(4) items manufactured and released on 04 june 2018. Expiration date: 2023-05-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Ball heads: cocr 01.25.031 cocr ball head 12/14 ø 36 size m 0 (k080885), lot 174673: (B)(4) items manufactured and released on 22 november 2017. Expiration date: 2022-11-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection about 3 months after primary and the pathogen is unknown. The surgeon performed a washout and revised the stem, head and liner. The surgery was completed successfully.